Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was intermittent and there was a loss of therapeutic effect. This event had occurred within the last 2-3 months. There were no known accidents or incidents which contributed to this event. Add'l info has been requested, but was not available as of the date of this report.